Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was under delivering the insulin. Customer stated that customer was experienced high blood glucose. Blood glucose value at the time of event was 296 mg/dl. Current blood glucose value was 184 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of event. Customer treated high blood glucose with manual injections. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.